Manufacturer narrative:
Concomitant medical products: 0144, boston scientific, lead, implanted: unknown; 407658, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the left ventricular (lv) lead noted capture threshold was higher than the programmed output. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.